Event description:
It was reported during a low anterior resection the ax55b was used to create the rectal stump. After anastomosis was completed, using the ecs33, the staple line was tested by injecting a betadine solution transannally. A leak on the ax55b staple line was noted and a stitch was placed to seal the leak. The surgeon then created a temporary loop colostomy, extending or time approxiamtely 45 to 60 minutes. At the time of closure, no add'l medications were given. There is no other info available at this time. 10/10/97 the surgeon was performing a low anterior resection on a 240 pound individual for a lesion at 8cm and he was 2cm below it. He used an ax55 across the rectum and then used double stapling technique, everything appeared well, however when he tested the anastomosis for leaks there was leaks at both end of the ax55 staple line. He proceeded to repair it, however he elected to perform a protective loop colostomy. The pt is doing well. There is no obvious explanation for the leaks as he described. He is unaware as to whether the instrument will be available for co examination. He suggest that co contact the sales representative.

Manufacturer narrative:
F2: received a voluntary medwatch from the user facility, 1012587.